Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that saline was leaking from the bd phaseal¿ connector luer lock c35.

Manufacturer narrative:
Investigation sumary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. As the lot is unknown, retained samples cannot be taken for investigation and DHR cannot be reviewed. Inspections and tests in manufacturing area: during molding process: visual inspections for connectors are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc) according to ph-300 (current version). ¿critical to quality dimensions of all connector components are measured to check if the dimensions are within tolerance (ph-300). Luer cone and luer thread diameter are checked every 8 hours and at the beginning of the lot and after a machine stop. Go / no go gauge. ¿tip luer cone diameter is verified at the beginning of the lot and after a machine stop with a caliber. During assembly process: according to ph-303 it is checked the correct welding and position of the membrane, the absence of dirt and the well assembly of the cap. The correct welding of the membrane is doing according to pc-234 (current version). Finally, leakage test is performed in the quality lab to ensure the quality and functionality of the membrane according to pc-226 (current version).

Event description:
It was reported that saline was leaking from the bd phaseal¿ connector luer lock c35.